Event description:
Reportedly, the metal ring, including the white guidance pin, dropped into the patient's cavity. The incision was minimally enlarged in order to laparoscopically retrieve the ring and pin.